Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. Our field service engineer has investigated the reported machine on site. The o2 gas module has been replaced to resolve the issue and sent back for technical investigation. By checking the provided logs, it alarmed for o2 concentration low and high, a technical error that indicates power failure and a technical error that indicates communication error. It failed the pre-use check with o2 cell test that indicates the o2 concentration in the o2 gas supply is low. The returned o2 gas module has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 3 days. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating a low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).